Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the ccd signal wire fluid damage, the control body fluid damage, the lcb (light carrying bundle) fluid damage, the lg connector fluid damage, the junction case broken, the insertion flexible tube buckled, the operation channel (primary) leak, the water jet tube dirty, the distal body dirty, the air nozzle dirty, the objective lens dirty, the lcb distal cover glass dirty, the remote control buttons disinfections damage, and the segment hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.